Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error constantly during rewind due to motor encoder out of phase. They were unable to perform the displacement test, basic occlusion test, prime/ compromised force sensor system alarm test, excessive no delivery test and occlusion test due to the motor error alarm. The pump had cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 285 mg/dl. The insulin pump was returned for analysis.